Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 14-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The reason for call was the caller (manufacturer representative) reported that the patient was implanted with one lead for a trial today ((B)(6) 2022). The caller indicated that initially the connectivity check showed good indicators but on subsequent checks some of the values were red and the electrodes that had the red indicator were changing. The caller indicated that initially the patient was not feeling paresthesia when programming. The rep replaced the wens and impedance values for electrodes 10-13 were all 40000ohms. The caller indicated that they switched the lead between the two ports on the wens and got similar impedance values. The caller indicated that during the implant procedure, the lead was difficult to place and the entry angle of the needle to the epidural space that the md used was steep. The caller also indicated that the md used a lot of air to access the epidural space during the case, the rep thought the md attempted the access 5-8 times. The caller programmed the patient to 90us and 1000hz and the patient was feeling paresthesia. The caller used electrodes 8 and 9 as the active electrodes for group a, electrodes 14 and 15 were used for b and c.

Event description:
Additional information was received from the manufacturer representative (rep). The trial patient¿s lead was returned. It was reported that the patient had high impedances post-implant, but it was reported that it resolved within 48 hours.

Manufacturer narrative:
Concomitant product: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2022 product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of product ID 977d260, serial# (B)(6), implanted: (B)(6) 2022, product type screening device found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.